Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted, migrated and struts detached. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted, migrated and struts detached. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached strut retained in body; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one week of post deployment, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis was revealed that filling defect was again seen within the right lower lobe pulmonary artery, that reflected known pulmonary embolus. There was an inferior vena cava filter. After, two weeks and five days, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with contrast showed central filling defect in the visualized portions of the right lung interlobar pulmonary artery, that corresponded to patient's known pulmonary embolism. There was an infrarenal inferior vena cava filter. After, eight months and thirteen days, an x-ray abdomen kidney, ureter and bladder (kub) 1 view showed that there was an inferior vena cava filter. Around, three years and one month later, an x-ray lumbar spine minimum 4 views showed that there was an inferior vena cava filter. After, one week and three days, a computed tomography angiography (cta) abdomen and pelvis showed no venous flow demonstrated through the filter. There was suspected occlusion at the level of the filter. After, five days, a bilateral extremity venogram showed tilted inferior vena cava filter and caval occlusion in bilateral iliofemoral deep venous thrombosis. Next day, a bilateral lower extremity venogram and inferior venacavogram demonstrated significant residual thrombus within the inferior vena cava, with non-occlusive thrombus in the bilateral iliac and femoral veins. After, five days, a computed tomography (CT) abdomen and pelvis showed an infrarenal inferior vena cava filter. There was hypodense filling defect consistent with thrombus within the inferior vena cava inferior to the filter, extended into the bilateral common iliac vein. After, three days, a left extremity doppler venous ultrasound and computed tomography (CT) venogram re-demonstrated bilateral acute deep vein thrombosis from inferior vena cava just below the filter to the bilateral femoral veins. Also, an inferior venacavography showed thrombus that surrounded the tip of the indwelling inferior vena cava filter. The indwelling inferior vena cava filter had a fractured strut and severely angulated. On the same day, the patient underwent angiojet thrombectomy. Next day, an attempt was made to retrieve the filter from the patient¿s body. Through the right femoral vein access, an iliofemoral venography demonstrated significant interval decrease in the previously described inferior vena cava filter clot burden. Additionally, it also demonstrated significantly decreased clot burden on the inferior vena cava filter and likely chronic thrombosis within the inferior vena cava. Spot radiograph demonstrated an inferior vena cava filter with moderate angulation and an adjacent fractured strut. The 8 french right internal jugular sheath was removed over the wire and a 12 french x 45 cm ansel guiding sheath was advanced to just above the inferior vena cava filter. Multiple attempts were made at snaring the inferior vena cava filter with an amplatz gooseneck snare kit. However, the hook on the inferior vena cava filter appeared to be embedded in the wall of the inferior vena cava and could not be snared. The gooseneck snare kit was removed through the sheath and intravascular forceps were advanced through the sheath to the inferior vena cava filter. Multiple attempts were made to extract the inferior vena cava filter with the forceps. However, these attempts were unsuccessful. The decision was made to abandon inferior vena cava filter retrieval due to patient's anticoagulation. Hemostasis was achieved. Therefore, the investigation is confirmed for filter limb detachment, occlusion of the inferior vena cava (ivc), filter tilt, and retrieval difficulties. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 06/2015 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.